Event description:
The reporter contacted animas on (B)(6) 2012, stating that the up and down arrow keypad buttons were sticking when pressed. The reporter stated the keypad tore between the up and down arrow buttons following responsive issue. The patient reportedly wore the pump in a pocket or under a garment against the body and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was returned torn at the up and down buttons. During testing, the up, down, and contrast keypad buttons were intermittently unresponsive and required excessive force to elicit a response; the ok button responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, moisture was found in the pump.